Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator. Both solenoids were replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1150 unit is making grinding noise. Ventilator skips breath. Peep climbs from 0-7. At this time, there is no information regarding patient involvement associated with the reported event.